Event description:
It was reported that during a prostate procedure a "fiber cap detachment, fiber cap retrieved at 67,345 joules: was observed. A second fiber was used to complete the case. Pt outcome: "no injury to the pt."